Event description:
The user stated they had to issue corrected reports for approx 10 pt samples for total bilirubin. The user provided data for 8 pt samples which were retested following a rinse, prime and successful qc. No pts were affected and no treatments were issued based on the discrepant results. All results in mg per dl. Sample 1 original result was 2.4, corrected result was 0.6. Sample 2 original result was 3.3, corrected result was 0.4. Sample 3 original result was 3.9, corrected result was 0.3. Sample 4 original result was 3.6, corrected result was 0.4. Sample 5 original result was 2.9, corrected result was 0.5. Sample 6 original result was 3.1, corrected result was 0.3. Sample 7 original result was 3.1, corrected result was 0.3. Sample 8 original result was 3.8, corrected result was 0.5.

Manufacturer narrative:
The field service rep determined the exchange valve was worn. He replaced the exchange valve and liquid short sensor. To verify the analyzer performance, he ran calibration and qc with all results within specifications.